Event description:
It was reported that the device exhibited episodes of non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. No intervention was performed; the patient will continue to be monitored. No patient symptoms were reported.